Manufacturer narrative:
The imaging protocols used for navigation equipment contains guidance and requirements for proper imaging on all scans taken for cranial, dbs, spine, and ent applications.

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 - a medtronic representative, following-up at the site, reported I did check out the o-arm but for the failure to pass rad gain cal. The medtronic representative went back in and checked to make sure the planes were correct. When I did my imaging system check-out on the o-arm, the 3d spin was correct and accurate. On (B)(4) 2016 - software investigation completed. Findings are that the patient's head was tiled in the scan which is not to protocol. Software is functioning as designed. Use error. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, they were unable to get a successful stealthmerge with their o-arm scan and pre-operative MRI for a cranial tumor resection. The patient was laying supine with her head tilted 45 degrees to the right. The medtronic representative oriented the imaging system pendent with the patient lying supine and took a 3d spin. When the exam transferred over to the navigation system, it could not align properly in stealthmerge, even when the medtronic representative manually adjusted it. The medtronic representative then oriented the imaging system pendent with the patient lying laterally and took a second 3d spin. When the exam transferred over to the navigation system, the same issue persisted. Attempted to manually change the orientation of the scans by rotating and flipping ap/lr/si, however, the issue persisted. The surgeon opted to continue the case by inserting computed tomography (CT) pins and auto-registering off of a CT scan. Use of the imaging system was discontinued. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.